Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. It was determined that the remote user interface was defective and was replaced. The system was tested and found to be working as intended and placed back into service.

Event description:
It was determined that the system 9900 was unable to be moved using the controls of the remote user interface. There was no adverse pt involvement reported. There was no pt info reported.